Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified mid right coronary artery. The patient presented with unstable angina. Therefore, on (B)(6) 2018, pre-dilatation was done with a 3.0 x 20 mm non-abbott balloon dilatation catheter, and then a 3.0 x 38 mm xience sierra stent was implanted. However, the patient experienced angina the next day due to thrombosis and an st-segment elevation from a lab test; therefore, another unspecified stent was implanted and dual antiplatelet therapy was provided. There was no adverse patient sequela reported. No additional information was provided.